Manufacturer narrative:
The tandem t:slim pump user guide indicates that humalog insulin was tested and found to be safe for use in the t:slim pump for up to 48 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels in the 300's (mg/dl) range. The customer delivered boluses via the pump and changed the supplies to address bg level. Reportedly, the suspected cause of the elevated bg level was due to a common cold. The customer declined to perform troubleshooting with tandem technical support as the customer was confident there was no issues with the pump or supply. Additionally, the customer reported experiencing an elevated bg level in the past; however, was unable to provide any specific event date. The customer uses humalog insulin, and the cartridge was being used for 2.5- 3 days. Recommendation was made to change the cartridge within 48 hours per pump labeling instructions, and no further information was provided for the past event.